Event description:
A malfunction on a pump was reported by the caller, who noted no notable events prior to the issue. The caller did not provide information regarding any impact on their blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which they acknowledged and understood.